Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190812 - file-2019-01810 - analysis_and_closure_report_resp-2019-00774.pdf].

Event description:
Reportedly, during incoming inspection, a status label was observed on the package of the subject pacemaker. Preliminary analysis confirmed the reported labeling issue with the review of manufacturing records. The root cause of the identified irregularity is a human error during the packaging visual inspection.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection, a status label was observed on the package of the subject pacemaker. Preliminary analysis confirmed the reported labeling issue with the review of manufacturing records. The root cause of the identified irregularity is a human error during the packaging visual inspection.